Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had cracked reservoir ring. Customer's blood glucose value was 50 mg/dl at the time of the incident. Offered to troubleshoot for the low blood glucose and customer decline. The customer was assisted with troubleshooting. Customer will not return device for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, prime test, excessive no delivery test, self test and unexpected restart error test. Unable to perform basic occlusion and occlusion test due to reservoir tube lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was tested with no rewind or prime anomaly noted. The insulin pump was received with broken battery tube thread, broken belt clip slot, reservoir tube lip completely broken off, cracked case near display window corners, cracked on display window and minor scratches on display window noted.